Event description:
The clinician said two implants were placed in 2006, and one was integrated well but the other was removed in 2006. The clinician identified the reason of removal as failure-to-osseointegrate resulting from infection.

Manufacturer narrative:
The implant was received with a cover screw attached and was not fractured. The implant was then examined under 10x magnification and no thread defects were found. The implant was also compared to a radiographic template (l0250 rev 10/03) and was determined to be a d4mm x 9mm implant.